Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors on right ventricular lead was observed during normal device change out procedure. A pc shock was performed to check lead integrity. An alert for lead issue due to excessive current during shock delivery and failure to deliver shock was noted. Device was explanted and the patient remained in the hospital for a new system implant. On (B)(6) 2019, lead was capped and replaced and, a new device was implanted. Patient was stable throughout the event.